Manufacturer narrative:
One sample was received and it was observed that the shield was cracked and had a rough broken edge. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. There is online shield leakage test that will reject the reported non-conformance in hypoint assembly. There is no contact point with the hypoint shield after shield leakage test which will result in the reported non-conformance. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined as the process is capable to reject the reported non-conformance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer received a bd hypoint¿ needle that was not sealed causing them to question the sterility of the needle. The product was not used and there was no report of injury or medical interventions.